Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not properly deployed. Some of it remained in the device. There was no reported patient injury. The device was stored in the designated cabinet in the cath lab for one month. The device was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral procedure, using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient¿s hospitalization extended as a result of the event. The sealant was not dislodged. The vessel was the femoral artery with little calcification, no vessel tortuosity/angulation and thirty percent stenosis. Manual compression for twenty five minutes was used to complete the procedure. The device will be returned for evaluation. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the handle. The sealant was abutting the balloon, exposed to blood. The advancer tube remained inside the shuttle cartridge. The procedural sheath was not returned. The advancer tube, catheter, and shuttle cartridge were inspected for damages that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured, and noted to be within specification. A product history record (phr) review of lot f1924603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not properly deployed. Some of it remained in the device. There was no reported patient injury. The device was stored in the designated cabinet in the cath lab for one month. The device was stored, handled, and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The device was used for an interventional peripheral procedure, using a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient was not hospitalized or was the patient's hospitalization extended as a result of the event. The sealant was not dislodged. Vessel was the femoral artery with little calcification, no vessel tortuosity/angulation and thirty percent stenosis. Manual compression for twenty five minutes was used to complete the procedure. The device will be returned for evaluation.